Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm stopped moving in the longitudinal direction. When the power was turned back on, the issue was resolved temporarily. Fse confirmed that there were slip marks of the drive tire on the c-arm longitudinal ceiling running rail. To resolve the issue, fse cleaned the running rails and replaced the drive tires. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm stopped moving in the longitudinal direction. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.